Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/29/2018, that on (B)(6) 2018, an adverse event was reported. Date of issue is an approximation. The patient's mother stated they were unable to pair the transmitter to the receiver throughout the day. While wearing the dexcom system, the patient had a seizure in which the patient's mother provided them with a glucose injection. After providing the patient with the injection, she checked his blood glucose (bg) with a finger stick and the patient's bg value was 45 mg/dl. She stated the patient was doing okay after treatment. Additionally, the patient's mother stated that the event occurred during the time that the transmitter was not paired to the receiver. At the time of contact, the patient was fully recovered. No additional patient or event information is available.